Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the lens would not unfold in the eye. The lens was removed and replaced without enlarging the incision and no sutures were needed. The patient experienced cornea edema the next day, but now he is doing fine.

Manufacturer narrative:
Method - work order search. Results - visual inspection of the returned product showed there was no visible damaged to the lens. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.